Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a cardiac resynchronization therapy defibrillator (crtd) implant procedure. During the procedure, it was found that the stylet could not be withdrawn from the right ventricular (rv) lead. The physician decided to use an alternate lead which allowed for the successful implementation. The patient was stable.